Event description:
Rptr has 8 pedicle screws & 4 metal plates in her back. A surgeon reportedly thinks that the pedicle screws are aggravating her coming loose & are not broken. The physician said that her body is rejecting the screws. After being in good health for 4 yrs after the surgery to install the screws & plates, she is now using crutches & a walker. The screws & plates were installed to correct a ruptured disk which was the result of an automobile accident.